Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a routine follow up it was noted that this pacemaker reverted to safety mode. In addition, premature battery depletion (pbd) behavior was observed. As a result, this device was successfully explanted. No additional adverse patient effects were reported. This pacemaker has not been returned.